Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in event in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The previous report omitted that the patient experienced allergies that resulted in double eye surgery and the patient suspects it could be result of using the affected unit for two years. They were notified of the recall until early 2023. This has been updated in the box b: adverse event or product problem; describe the event or problem. The previous report incorrectly stated "there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.".

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path and experiencing allergies that resulted in double eye surgery. The patient suspects that it could be a result of the using the affected unit for two years. They were notified of the recall until early 2023. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
¿The manufacturer previously reported on this device in 2518422-2023-04802. This report was submitted as a duplicate report of the previously submitted report.¿